Event description:
It was reported that during inspection the device failed the paddles pt contact indicator test. This condition indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4): it was reported that during inspection the device failed the paddles pt contact indicator test. This condition indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.